Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6), 2011. According to the complainant, the patient experienced unspecified injuries. The physician provided the following information: the patient underwent a tvt procedure on (B)(6), 2011 to treat incontinence and prolapse. A bladder injury was noted post procedure and some of mesh was found to have gone through the bladder mucosa. A second procedure was carried out on (B)(6), 2011 to remove part of the sling and treat the bladder injury. No other complications were noted. All other information, including the patient's current condition, is unknown. Should additional relevant details become available, a supplemental report will be submitted.